Event description:
New information received noted that programming changes were made on (B)(6) 2021. However, the patient returned to clinic on (B)(6) 2021 after experiencing more fluttery sensations. Further programming changes were made, which seemed to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fluttery sensation in the chest and presented in the emergency department. Upon interrogation, it was noted that the atrial lead exhibited intermittent noise artifact, which led to inappropriate automatic mode switch. The symptoms were correlated to the timing of the noise. Programming changes were discussed. The patient was in stable condition.